Event description:
Patient presentation: an unresponsive patient, discovered in a field and exhibiting hyperthermia, was assessed with a glasgow coma scale (gcs) score of 7, indicative of severe consciousness impairment. Medical interventions: rapid sequence intubation (rsi) was performed to establish airway patency. The endotracheal tube (ett) was ventilated with an adult curaplex (2422-bvmpad) manual resuscitator equipped with a manometer, positive end-expiratory pressure (peep) valve set at 15 cmh2o, heat and moisture exchange filter (hmfe}, in-line end-tidal co2 (etco2) sensor and connected to a 15 l/min oxygen source. Fic02 elevation issue: while using the curaplex manual resuscitator, the patient's fraction of inspired co2 (fico2) levels increased until the clinical team placed the patient on a ventilator. This increase began at 20:09.42 (figure 1) and reached a peak of 22 mmhg at 20:15.03 (figure 2). Fico2 levels fluctuated between 5 and 15 mmhg (figure 3) until the patient was transitioned to a ventilator at 20:19.22. The elevation in fico2 resolved once the ventilator was initiated (figure 4). Product problem: suspicions arise that the manual resuscitator may be the source of the abnormal fic02 elevation. The fic02 increase poses a risk of hypercapnia, which can significantly impact the patient's bodily functions, physical well-being, and potentially lead to life-threatening consequences. Furthermore, this inconsistency raises concerns regarding adherence to performance specifications and user expectations. Patient outcome: the patients outcome is unknown, as care was handed over to another provider.